Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.